Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received while attempting to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The alert was successfully cleared and the pump charged successfully.